Event description:
The customer reported that the cuff deflated. The tube was changed and was not part of a routine change.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.